Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The UDI number is not known as the part and lot number were not provided the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint devices were not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported death cannot be determined. However, death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Article title: transcatheter mitral valve repair in patients with acute myocardial infarction: insights from the european registry of mitraclip in acute mitral regurgitation following an acute myocardial infarction (eremmi).

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to death. Specific patient information is documented as unknown. No additional information was provided. Details are listed in the attached article: transcatheter mitral valve repair in patients with acute myocardial infarction: insights from the european registry of mitraclip in acute mitral regurgitation following an acute myocardial infarction (eremmi).